Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report should pertinent information be provided.

Event description:
It was reported that this lead dislodged during implant and after pocket closure leading to surgical intervention in which the lead was successfully replaced. No additional adverse patient effects.